Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged from the right atrial appendage and fell into the rv apex. The pocket was opened, and the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.